Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3389s-40 lot# va04st0, implanted: 2012 (B)(6), product type lead product ID, 3389s-40 lot# v975264, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported, the patient experienced post-operative transient confusion and had difficulties with speech. It was stated, there were no product quality issues. The patient was readmitted to the implanting hospital. It was indicated, the patient was later discharged and was "doing well." The patient's status was listed as no injury.